Event description:
The event is reported as: alleged issue: the front and bottom part of the stapler completely fell off. It was being used by a veterinarian on a spay/neuter procedure. All of the pieces were retrieved. The dog was not injured. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint.